Event description:
It was reported that this left ventricular (lv) lead was confirmed fractured. Subsequently, this patient underwent an explant procedure, whereby the lv lead was broken during extraction and was surgically abandoned. A new lead different model was successfully implanted. No additional adverse patient effects were reported. Return of the product is not expected as the hospital retained the broken piece.